Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the customer was unable to clear the alarm. The customer's blood glucose level was 263 (mg/dl). The customer confirmed that alternate insulin therapy was available.